Event description:
It was reported that when the device was used during a pneumothorax procedure, right after the physician inserted it into the trocar, he tried to open the jaw but it didn't work. He used a competitive product to finish the procedure. There was no reported pt consequence.